Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 23 jul 2019, two episodes of ventricular noise oversensing were observed in the device memory. Lead impedance curves did not reveal any anomaly.